Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 76" and "pacer fault 115" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5 and h6: device problem codes. Evaluation results: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, impedance testing, defibrillation cycling and environmental chamber testing without duplicating the report. An internal inspection found no discrepancies. The pace/defib engine board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib error" and unspecified "pacer fault" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.